Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging issues with throat soreness and sinus and went to the doctor (primary, ent specialist, and pulmonologist) and has had medications. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacture submitted MDR 2518422-2022-79253-1 incorrectly with sections a3 and h6 it was corrected and updated in this report.

Manufacturer narrative:
The manufacturer was contacted about the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging throat soreness and sinus related to a CPAP device's sound abatement foam. The reported event of throat soreness and sinus and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as possibly related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. The patient went to the doctor (primary, ent specialist, and pulmonologist) and has had medications. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external and internal part of the device and found an unknown dust contaminant on the bottom enclosure, the blower seal, and on the blower box. The blower was observed to have a hair-like particle on it. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that they could not confirm the customer complaint and there was no evidence of sound abatement foam degradation. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on nov 12 , 2024 and section h10 should be reported as: the manufacturer was contacted about the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging throat soreness and sinus related to a CPAP device's sound abatement foam. The reported event of throat soreness and sinus and its reported severity was reviewed by the manufacture's clinical expert. There was no report of serious patient harm or injury. Section b1 was corrected for product problem. (Both adverse event and product problem was checked in the previous MDR.) Section b2 was corrected to blank. (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to malfunction.